Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. Intuitive surgical, inc. (Isi) received the white sureform 45 stapler reload associated with this complaint, and an initial failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The reload was returned with the blade at the distal end, and it was not exposed. All of the pushers were deployed, and no unformed staples were found. A review of the logs shows no related errors. Additionally, the reload was found to have mechanical indentation damage to the knife blade, as well as lodged staples in the pusher pocket. The staples were stuck between the pusher and the cartridge. An image and a video clip associated with this event were submitted by the site for evaluation, and a review of the provided media was performed by an isi clinical development engineer (cde). Per the cde, lung tissue with existing staple lines can be seen in the video clip. A small amount of tissue at the distal end connecting the partially separated top and bottom halves was also observed. Additionally, there appeared to be a dragged staple at the distal end of the existing staple line. At the 1:09 time mark, the surgeon brought in a curved tip sureform 45 with a white reload; the surgeon placed the remaining connecting tissue about halfway down the stapler jaw, with the existing staple lines within the jaws, and they fired the stapler at 1:28. The stapler completed the firing and unclamping process at 1:41, with no pauses, errors, or tissue dragged. When the surgeon opened the stapler jaws, there was tissue from the bottom half of the lung stuck to the reload. The surgeon carefully attempted to remove the stuck tissue using other robotic instruments, and the tissue was freed at the 2:44 mark. The video then ended prior to the completion of the procedure. There did not appear to be any firing failure messages, per the video. The stapler also appeared to form staples correctly, transect the tissue completely, and complete the fire appropriately. If an existing obstruction was stapled over and caught on the reload (not the knife), it would not result in an error message, unless it impacted the firing forces/knife path, which it did not appear to in this case. Based on the video alone, the root cause could not be determined. However, in the image of the reload, there did appear to be a mass of staples stuck in the reload, which can result from firing across an obstruction, in this case, an existing staple line. The sureform user manual does warn against stapling across obstructions: warning: stapling across another staple line may lead to tissue damage or disruption of the previous stapler line. Warning: remove any obstructions (for example, loose staples, needles, metal clips, or other hard objects) from between the instrument jaws and from the surrounding target tissue before and after stapling. Stapling over an obstruction may result in an incomplete transection or improperly formed staples.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a white sureform 45 curved-tip stapler reload became stuck to pulmonary parenchyma following a successful fire by a sureform 45 curved-tip stapler instrument. The staples were caught in both the tissue and the reload, and the instrument could not be removed. The surgeon attempted to remove the stuck tissue with another instrument; however, the staples would not release from the reload, and the tissue was torn slightly as the stapler was pulled away. Per the surgeon, it appeared that two staples were coming out of a stapler pocket, rather than one staple. The procedure was completed with the same stapler instrument, with a less than 15 minute delay. Per the surgeon, the issue occurred on the 7th fire with the stapler instrument. The issue did not result in an exposed blade. There were no holes or gaps in the staple line nor any unplanned tissue removal due to this event. The surgeon had planned to remove the area where the tissue was torn prior to the event, hence the damaged tissue did not require repair. No unexpected bleeding occurred, and no blood transfusions were administered. No error messages were generated when the stapling issue occurred. The surgeon did fire over an existing staple line, and staples from the existing staple line were stuck between the instrument jaws. There were some loose staples in the surgical field, and they were "washed away in the final washing."

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An advanced failure analysis (fa) investigation for the white sureform 45 stapler reload associated with this complaint was completed. The initial fa findings were partially confirmed. Specifically, the portion of the reported complaint alleging that staples were caught in the reload was confirmed. The reload was returned with the shuttle and blade at the distal end, and all pushers were deployed. There were no unformed staples or an exposed blade observed. No cartridge damage to the surface or inner knife track observed. The blade exhibited mechanical damage to the cutting edge, indicating that the blade was met with an obstruction, such as a staple or clip. A total of 3 deformed staples were found lodged within two different pusher pockets on either side of the cut line. All 3 lodged staples were found at approximately 60% of the shuttle progress. The reload was transferred to the engineering teams for further investigation of the potential for two staples to be loaded into one pusher pocket. No manufacturing error was identified. Each reload goes through an automated vision system confirmation of each individual pusher, pocket, and staple placement. It is more likely that a staple became loose during the firing process and became caught in the pusher, preventing the original staple in that pocket from properly forming onto the tissue.